Event description:
It was reported that during routine follow-up high out-of-range pace impedance measurements and loss of capture (loc) were observed on this right atrial (ra) lead. A revision procedure was performed at which time the observations were confirmed via pacing system analyzer (psa) and the lead was surgically abandoned. The physician then implanted a new lead. No adverse patient effects were reported.